Event description:
Clinical adverse event received for pain in right knee. Event is not serious and is considered moderate. Event is possibly related to both devices. Event is not related procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).